Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the top case was chipped, the right plunger case was cracked and the back plate tab was broken. Review of the event history log (ehl) showed an occurrence of "primary audible alarm bgnd test." Functional testing involved occlusion testing and the reported issue was not duplicated. The problem source could not be determined; no physical or any other damage was found on both printed circuit boards. The speaker was replaced as a preventive action. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump displayed a "bgnd test" alarm during infusion. No adverse effects were reported.